Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer receives device with error message 200.1040 (8110, s/n (B)(4)) failure device type: alaris system instrument failure problem type: 8110 failure mode: troubleshooting/ error codes case resolution: customer receives device with error message 200.1040 (8110, s/n (B)(4)). Explained problematic error to customer. Assisted to identify the logic board is suspect and/or needs repair/replacement. Customer to interchange to logic board to isolate problem fault. Informed customer, if any further issues and/or concerns to please give a call back for assistance. End call.